Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: the last basal delivery was on (B)(4) 2018 at 6:26 pm. The total daily dose (tdd) added up correctly and reflected the programmed basal rate target. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. The pump reflected 24 units after a 24 hour duration test at 1 unit per hour. The product performed within specification in regards to basal delivery. Investigators were unable to duplicate the ¿tdd does not match active basal program total¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was alleged that the basal delivery totals in the total daily dose did not match the active basal program total. The basal history matched the active basal program settings. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended; the history/settings issue may result in over or under delivery.